Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record review is currently being performed. The device has not been returned to the manufacturer for evaluation; however, a photo and video are provided for review. The investigation of the reported event is currently underway. (Expiry date: 07/2023).

Event description:
It was reported that prior to port placement, the guidewire allegedly damaged inside the packaging. The procedure was completed using another device. There was no reported patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was not returned for evaluation, one electronic photo and video were provided for review. The investigation is inconclusive for the reported guidewire damage in the protective packaging, as the exact circumstances at the time of the reported event are unknown. The investigation is confirmed for the identified guidewire stretched issue, as photo and video provided shows a guidewire which was found stretched and inner core wire was found pierced out of the guidewire. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to port placement, the guidewire allegedly damaged inside the packaging. The procedure was completed using another device. There was no patient contact.